Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would not power on immediately after it had been powered off. The customer explained that it would take approximately 15 minutes before the device could power back on. There was no patient use associated with the reported failure.